Event description:
Additional information was received that indicated the event start date was changed from (B)(6) 2010. The revascularization time was 8:53, 24 hr clock. The vessel involved was the target lesion, specifically a saphenous vein graft. The revascularization was performed with a drug-eluting stent and was successful. The reason for the revascularization was a positive ischemic function study.

Manufacturer narrative:
Imdur 60mg start (B)(6) 2010 - stopped (B)(6) 2011), pletal 200mg start (B)(6) 2011 and imdur 120mg start (B)(6) 2011. This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2011-00136.

Manufacturer narrative:
A (B)(6) male from (B)(4) study experienced restenosis, twice, approximately four years post implantation of an unknown cypher stent in a saphenous vein graft (svg). After re-pci was conducted to treat this restenosis with another cypher stent, recurrent restenosis occurred approximately seven months later. Past medical history includes angina, previous pci, previous CABG, peripheral artery disease, hyperlipidemia, hypertension, mi, pvd/claudication, smoking, gerd, and a family history of coronary artery disease. Initially, the patient had an unknown cypher stent implanted in the svg to rca. Approximately three years and eight months later, the patient was included in (B)(4) study to treat the in-stent restenosis of the cypher stent. The vessel diameter was 3.5mm and the lesion length was 12mm. Pre-procedure stenosis was 80%. The lesion was pre-dilated with a 3.5 x 15mm balloon at 24atm before a 3.5x18mm cypher was deployed in the lesion at 20atm. Post-procedure stenosis was 0%. The patient was discharged the following day. Approximately seven months later, the patient had exertional angina. Repeat revascularization was done using a xience stent to treat the in-stent restenosis in the svg-rca (prox and mid svg). The physician believed that "this particular patient is prone/develop scarring resulting in the stents being restenosed". Approximately one year after the index procedure the patient experienced angina, angiography was performed and revealed restenosis. The event was reported to be of mild severity and was treated with percutaneous angioplasty. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (extensive cad), vessel/lesion factors (svg with scarring) that may have contributed to this patient's restenotic events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no action is required. This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2011-00136.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2011-00136. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (extensive cad), vessel/lesion factors (svg) and procedural factors (deployment over rated burst pressure) that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The report is from the (B)(4) study. The patient is a (B)(6) male with a history of angina, previous pci, previous CABG, peripheral artery disease, hyperlipidemia, hypertension, mi, pvd/claudication, smoking, gerd, and a family history of coronary artery disease. The procedure was to treat an in-stent restenosis of a cypher rx stent (implanted (B)(6) 2006). The target lesion was the svg-rca. Vessel diameter was 3.5mm and the lesion length was 12mm. Lesion classification was b2. Pre-procedure stenosis was 80%. The lesion was pre-dilated with a 3.5 x 15mm balloon at 24atm. A crs18350 was deployed in the lesion at 20atm. Post-procedure stenosis was 0%. The patient was discharged the following day. Approximately 5 months post-procedure, the patient had exertional angina. Approximately 6 weeks later, a repeat revascularization was done using a xience stent to treat the in-stent restenosis in the svg-rca (prox and mid svg). The event was noted as unrelated to the index procedure and the cypher stent.